Manufacturer narrative:
It was reported that the nebulizer had "reduced air output". Due to this the patient was "not getting my prescribed doses" and an inhaler was substituted but "not effective". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Reduced air output".